Manufacturer narrative:
One device was received. Per visual inspection, the top case is cracked in front corners, bottom case is missing parts of the seal. Functional testing confirmed the complaint, 5lbs. At 0.00, 15lbs. At 0.02 both out of specification and the force does not calibrate. The root cause was the main board does not operate as intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced main board. Cleaned, greased, and calibrated. The pump passed all functional and delivery tests.

Event description:
It was reported that the device software sensed no voltage change when sensor test signal was asserted. The force sensor bridge (strain gage) had an open connection. No physical damage/abuse reported. There was unknown patient involvement and unknown patient harm/adverse event reported.